Event description:
It was reported that with trying to remove the catheter, it is attempted to drain the water from the balloon, not achieving, the catheter cannot be removed; it is required to transfer the patient to urology and the catheter was removed in the operating room.

Manufacturer narrative:
(B)(4). A device history report (DHR) review could not be performed to observe any peculiar issues, due to the lot number not being provided. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted for this complaint and investigation. Non-deflation could occurr due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that with trying to remove the catheter, it is attempted to drain the water from the balloon, not achieving, the catheter cannot be removed; it is required to transfer the patient to urology and the catheter was removed in the operating room.